Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found crack on a-rubber adhesive, the connecting tube has a snag. The customer reported issue could be confirmed. Furthermore, as stated in section b5. Device evaluation found gap on the acoustic lens (pink probe unit) adhesive, stain entered to the lens through the gap, due to gap/damage, damage on acoustic lens; displayed ultrasound image noted to be defective. Additionally, the following defects were identified during device inspection: due to wear of angle wire; bending angle in right direction does not meet the standard value. Due to wear of angle wire; bending angle in left direction does not meet the standard value. Due to wear of angle wire; the play of up/down knob is out of the standard value. Due to wear of fe lever; u/d knob cannot be locked securely. Air/water (aw-cylinder) has discoloration, suction cylinder (s-cylinder) has discoloration, grip has a scratch. Due to wear of angle wire,;the play of right/left knob is out of the standard value. Due to wear of k-wire; the fixing force of guide wire does not meet the standard value. Based on evaluation findings: service repair noted, that the failures found likely/assumed to be; due to wear and tear damage with customer mishandling and increasing use/time. Investigation however is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported, pierced a-rubber (bending rubber). The issue found during reprocessing. No harm was reported. No patient harm, no user injury reported . Device evaluation found gap of adhesive on the distal end, stain entered inside the lens through the gap. There is a gap between acoustic lens and ultrasound probe. This report is being submitted; due to the finding of gap of adhesive on the distal end, stain entered inside the lens through the gap. There is a gap between acoustic lens and ultrasound probe (mechanical problem) identified, during device return evaluation .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to wear and tear damage with customer mishandling and with increasing usage over time.. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: warning ¿ never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result. Olympus will continue to monitor field performance for this device.